Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1538, awareness date 20-oct-2015). It refers to female consumer of unspecified in united states who had essure (fallopian tube occlusion insert) inserted in 2015. The consumer stated she already had one surgery after essure insertion - she had her left fallopian tube removed. Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The ptc number is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and already had one surgery after essure insertion - she had her left fallopian tube removed. This event, seen as a partial salpingectomy, is serious due to medical importance and listed in the reference safety information for essure. Although in this case the surgery's indication was not specified, considering salpingectomy may be required if device removal is necessary, causality with suspect insert cannot be excluded and therefore this case is regarded as incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Legal claim received on 10-aug-2016 essure was inserted in (B)(6) 2015. Sometime following the implant, she began to experience severe and persistent abdominal pain and cramping. Around late august to early september, it was determined that her fallopian tube had been punctures by essure. On (B)(6) 2015, consumer underwent a removal of the tube to try and alleviate the symptoms. Unfortunately, procedure did not alleviate her symptoms and the entire essure was not able to be removed successfully. On (B)(6) 2016, it was determined that essure was now attached to a fatty pocket in her digestive system; she will need further surgery to remove device.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.